Manufacturer narrative:
(B)(4). Patient ID was not provided; age was not provided; patient weight was not provided; event date unknown; brand name unknown; device product code unknown; device lot # was not provided/unknown; catalog number unknown; PMA/510k unknown. Device has not been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that driver fractured removing the healing abutment. Clinician was able to remove the unknown healing abutment with a trephine and believes the implant was not damaged. Three (3) attempts were made to get more information without success.

Manufacturer narrative:
After additional information, it was found that item was a cover screw not a healing abutment and was removed with other tools. It was determined that this event no longer met the requirements for reporting. As a result, submitted on august 10, 2018, is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.